Event description:
I was transferring husband from his lift chair to the wheelchair and the brake on the wheelchair moved and we both fell. I hit my face against the corner of the television stand and he bruised his face. Luckily we were not seriously injured. Contacted the MFR to see if they could fix this problem. They said they would send me another brake assembly like the one I had. I told them that they were going to send me a brake just like the one that failed. I bought this wheelchair (B)(6) 2014 from (B)(4). They adjusted the brake once after about two months use and now it is failing again. I have a video of the chair moving and I also have pictures of the brake cylinder where the material has worn down. I just want them to fix this chair so we don't have a problem. They keep insisting that there is nothing wrong with the design, but that I am not using the product correctly. If a brake fails twice in four months, there is a design problem.